Event description:
On an unknown date, a patient was cannulated at (B)(6) medical center phoenix using the percutaneous technique with a 30 fr crescent bicaval catheter in the right internal jugular vein for ecls support. The patient was transferred to (B)(6) hospital phoenix via ground transportation. On 30-apr-2024 a crack was found in the catheter during use. The break was located distal to the integrated suture site and the split occurred through the wire reinforcement body. The device was replaced to complete the procedure. There was no adverse patient effect reported.